Event description:
This is a report from a consumer with supplemental information provided by nurses in the USA of break in aseptic technique and peritonitis with culture positive for coagulase negative staphylococcus in a patient coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4, 2.5%, low calcium, ultrabag therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported by the consumer. On an unreported date, the patient experienced a break in aseptic technique further described as did not wear a mask and contamination (details not provided). Initially the consumer reported the start date of the peritonitis as (B)(6) 2012 and hospitalization dates of (B)(6) 2012 to (B)(6) 2012 for the peritonitis. During follow up with a pd nurse (pdn) by baxter global pharmacovigilance, a pdn clarified that on (B)(6) 2012 the patient was re-admitted to the hospital for hypertension and not the peritonitis event as indicated by the consumer. During the follow up, another pdn clarified that on (B)(6) 2012, the patient experienced peritonitis due to a break in aseptic technique further described as patient did not wear a mask and contamination (details not provided). On that same day, the patient was started on fortaz and ancef, ip, (doses and frequencies not reported) for the peritonitis. The pdn clarified, on (B)(6) 2012, the patient was hospitalized for the peritonitis. During the hospitalization, the treatment was changed to vancomycin (dose and frequency not reported) intravenously (IV) for the peritonitis. Concomitant therapy was not reported. The patient was not retrained on proper aseptic technique. The pdn stated re-training will take place in the future (unspecified date). On (B)(6) 2012, the patient was discharged from the hospital. Per the pdn, the cause of the peritoinitis event was not related to dianeal solutions, a baxter device or disposable products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as home patient did not wear a mask and contamination. No assignable root cause was determined since it is unsure why the patient had a breach in aseptic technique. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.